Event description:
Pre-op lung scan revealed pulmonary embolus in pt with severe, acute cholecystitis. Scheduled for 2-part surgery with insertion of filter to occur before cholecystectomy. Surgeon introduced jugular guide wire and filter. Guide wire stuck in filter (under fluoroscopy), frayed, uncoiled and became separated from outer blue coating. Unable to remove guide wire from pt. Pt transferred to another facility for removal and possible cardio-thoracic surgery. Removal successful without major surgery procedure and pt transferred back.